Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied on the base of the stomach during a sleeve gastrectomy, the surgeon was able to press the green button and squeeze the handle but the jaws of the handle did not stay closed. The stapler was not able to fire. They changed the handle and the cartridge. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.